Event description:
Ous MDR. Inappropriate vf detections were reported after an implantation time of about 4 months.

Manufacturer narrative:
Ous MDR. The analysis checked the mechanical and electrical properties of the lead. No deviations from the technical specifications were found that could be related to the clinical complaint. The stretching of the shock coils is probably due to excessive mechanical stress during the explanation. The analysis did not indicate any manufacturing errors or material defects.